Event description:
It was reported that the patient presented in clinic for an unrelated reason. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited oversensed noise. Programming changes were made. The patient was stable.